Event description:
It was reported by the patient that the patient¿s blood glucose reached 400 mg/dl while wearing the pod between 5 and 24 hours. It was discovered that the needle did not deploy the cannula into the skin, which indicates a failure of the needle mechanism to deploy as intended during activation. Treatment details were not provided.

Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7